Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, after step 2, the wires did not appear, making it impossible to retract the feet and leaving the prostyle stuck to the vessel wall. Despite attempts to open and close the feet, it was necessary to break the metal base of the device, which then allowed the device to be removed from the anatomy. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a large-bore sheath, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported failure to cycle and difficult to close the foot were confirmed. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the prostyle device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation found that the cause of the reported difficult to open or close, entrapment of device, failure to cycle cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. In this case it is likely that a needle to cuff miss first occurred. When step four was attempted it is possible that tissue or suture caught on the foot prevented closure of the device creating the entrapment. Subsequently the attempts to close the foot may have cause the foot plate to displace and the posterior foot to separate. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.